Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. The clinical information was reviewed. The root cause of the purge leak was sidearm yellow luer damage due to sodium bicarbonate in the purge solution. Per the IFU: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 62-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak. The patient initially used heparin in the purge but changed to sodium bicarbonate for eight hours. Prior to to the change, staff noted a buildup of dextrose at the yellow-to-yellow connection. A purge bypass was performed without issue and pump pressure and flows returned to normal. Despite the temporary resolution, the decision was still made to replace the pump. There were no reports of harm to the patient.